Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Media inspection based on a picture provided could confirm the error messages reported by the field. Functional testing noted no abnormal resistance while maneuvering the catheter. Continuity testing was performed, this device was found to be within specifications, electrical testing was conducted, the catheter was tracked and recognized by the maestro and the rhythmia mapping system. No noise signals were noted. Device analysis determined the root cause to be procedure-related since the error messages can be caused due to bad connections and it was not possible to replicate this error messages during testing.

Event description:
Reportable based on device analysis completed on 21jul2022. It was reported that during an ablation procedure to treat an atrial fibrillation condition, an intellanav mifi oi catheter was selected for use. It was reported that during last ablation in left atrium (la), the catheter disappeared on the screen and multiple errors were received. Noise was also noted on all electrodes before the catheter disappeared, and the signal station reset itself. The issue was caused by a short in the catheter. The issue was resolved and the procedure was successfully completed without any patient complications. However, device analysis found that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint..